Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6): product type recharger. Analysis of the recharger, model 97755, s/n (B)(6) found animal or other damage - scrapped due to being chewed by animal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having issues charging their implant and the issue began february 18th. Patient wouldn't get a full charge on their implant. Patient would get excellent for a little bit then they would get a message saying the controller needed to be charged even though the controller was already at 100%. Patient also got a software problem (1 intellis 2 3.6 3 58 4 qf_new) message when charging the implant. Patient mentioned it took so long or an hour to charge the implant. During the call there were a couple cuts on the recharger and patient could see the insulation. Patient also inquired if it was normal for the recharger to become warm or a little hot. Agent reviewed information. Patient denied burn marks but the warmth was a little uncomfortable. The issue was not resolved. A replacement recharger (rtm) was sent out.